Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit when the batteries are out of the pump for less than 1 minute. The customer's blood glucose reading was 280 mg/dl at the time of incident. Troubleshooting advised customer to purchase new battery and call back to test the pump. Customer was also advised that a new battery cap would be sent.